Event description:
The reporter stated that the keypad buttons were difficult to press and required several presses for a month and half in order to get a response. She denied any damage to the keypad. The reporter indicated that she did not know for certain which keypad buttons were intermittently responsive but thought it might have been the down arrow and up arrow keypad buttons. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 01/03/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.